Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer displayed an error message. Further investigation indicated that the error happened during the device interrogation. Additional information obtained through follow up indicated that the service disk was run and the programmer was fixed and remains in use. No patient complications were reported as a result of this event.